Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. Additional information received from the field representative indicated that the cause was not determined. The shocking lead impedance measurement will be monitored for this patient. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit high out of range shock impedance measurements. The rv lead also exhibited high threshold measurements. A revision procedure was performed. During the procedure the physician attempted to laser extract the lead, but was unsuccessful due to tissue adherence to the left ventricular (lv) lead, which she didn't want to damage. Subsequently the rv lead was surgically abandoned and successfully replaced. The crt-d was also explanted as it had reached elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.